Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.0/+3.0/125 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault, iridocorneal touch 360, loss of anterior chamber space (ac), and significant reduction of irido-corneal angles (ica). The patient has not returned since the lens was explanted for further evaluation. The surgeon states this was a "very unusual case with expected sulcus anomalies."

Manufacturer narrative:
Additional information: the surgeon states the lens is "very big" and that the patient "was considered with some congenital anomalies so he is not a candidate for icl." Device evaluation: the lens was returned in liquid, in the lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).